Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. H3 evaluation: no product returned for analysis. Retention sample of complaint lot were checked and found satisfactory. Batch manufacturing review and retained sample review was performed. No discrepancy as per the reported defect was observed. Complaint sample is not received for investigation. As per standard practice, there is no generation point of such defect during the production. Also, 100% inspection was carried out, visual before and after packing of finished goods, prior to the product release. No scope to missed out such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent asurgery. On (B)(6) 2023 and a reservoir was used. In surgical procedure, a drainage reservoir (1 unit) is requested but it is defective, when trying to place it breaks. Another unit is requested to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(6). Component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, was the faulty reservoir used on a patient? Was leakage detected? Were there any patient consequences? No device is available for return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.